Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for radiculopathy and spinal pain. It was reported that the patient was unable to connect to either of their implants using the patient programmer/ins recharger, and therefor they could not charge. The patient was seeing a reposition antenna screen with both ins'. The patient had recently gone through a courthouse metal detector and wondered if that could have caused the issue. The last charging session was more than 1.5 months prior to the report. The patient was experiencing a return of headaches due to the therapy being off and so they were redirected to their managing physician to address the possible overdischarge. No further complications were reported.